Event description:
Additional information received indicated additional episodes of noise resulting in oversensing and inappropriate automatic mode switch (ams) were observed on the right atrial (ra) lead. Abbott technical support was contacted and suspected the episodes of noise to be due to electromagnetic interference (emi), however, this could not be confirmed. No additional intervention was performed at this time. The patient was stable and will continue to be monitored.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During remote monitoring, noise was observed on the right atrial (ra) lead. No intervention was performed at this time. The patient was stable and will continue to be monitored.